Event description:
Incident description: while using the wavelinq endoavf system, the product would not work; it would not function properly when pushing the bovie button to create a "cut" for the endovascular fistula between the artery and vein. The product was then removed, and all was intact. Notes from the procedure: "segment was selected and the radial artery and radial vein close to the perforator noted. The arterial and venous components of the wavelinq device were then position and his own for creation and all wires removed. The venous device was energized with electrocautery. There was active visualization of the fistula creation with apposition of the cauterizer to the ceramic plate on the arterial component. Arteriogram was performed that showed successful av fistula creation with dominant outflow being the superficial system and small brachial vein." "Patient tolerated the procedure well without any complications. Patient was taken to pacu in stable condition."